Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received only the distal end of the lead was received for analysis. Visual inspection of the lead found an external insulation abrasion exposing the outer coil in one location proximal to the suture sleeve tie impressions consistent with friction to the device can. The reported event was isolated to the exposure of the outer coil in the abrasion zone.